Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 12/20/2023. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed. The clear silicone insulation of the cold jaw was observed to be completely peeled off the jaw and is observed in a separate plastic bag. The insulation of the hot jaw was observed to be intact with no visual defects. The heater wire was observed to be intact with no visual defects. An investigation was conducted on 01/02/2024. Signs of clinical use and evidence of blood and charred material were observed. A microscopic inspection was conducted. The clear silicone insulation of the cold jaw was observed to be completely peeled off the jaw and was returned in a separate plastic bag. The insulation of the hot jaw was observed to be intact with no visual defects. The heater wire was observed to be intact with no visual defects. Based on the photographic inspection, returned condition of the device, and investigation results, the reported failure "peeled; jaw" was confirmed. The lot # 3000347797 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone insulation tip not on jaws. A new device was used to complete the procedure. There was no delay or patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.